Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported an as50 pump which encountered a "fuse failure alarm" during patient infusion of vasopressin. The patient's blood pressure dropped to the 100s over 60s range. The pump was replaced and the patient's blood pressure returned to the 120s systolic. Although requested, no additional information nor an additional contact name was provided.